Event description:
The customer reported a leak at the probe of the coulter act diff 12 analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak. The customer noticed a leak at the probe wipe rinse block was dirty with protein buildup. The customer cleaned the probe wipe and the instrument ran without any leaks. (B)(4). Customer was able to troubleshoot leak.